Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 37025159 which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of access ports released in (B)(6) 2024; investigation results: we received for investigation one celsite t301 access port from batch 37025159 with its catheter and the connection ring. - visual examination: the catheter and the connection ring are received disconnected from the access port. No manufacturing defect is visible on the returned device. - dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All characteristics conform to our specifications. - disconnection test: we have performed a disconnection test on the returned access port system. The disconnection force obtained is superior to the requirement of the iso 10555-6 standard. The characteristic conforms to the specification. - raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The batch is compliant with the defined specifications. No similar complaint was reported involving this batch of catheter tube. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Conclusion: no manufacturing defect has been detected on the returned sample; it conforms to our specification. It is highly suspected that the disconnection of the catheter only 7 days after the implantation, results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation procedure. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port. This is a rare incident (B)(4), no corrective action is envisaged.

Event description:
On (B)(6) 2024, we saw to a patient for an implantable port problem. The pac was placed on friday (B)(6) 2024 by dr. During her first chemo, the patient had pain which led to the restart of the day. During the operation, this same practitioner noticed a connection problem between the catheter and the access port: no necrosis was observed.

Event description:
On (B)(6) 2024, we saw a patient for an implantable port problem. The pac was placed on friday (B)(6) 2024 by doctor. During her first chemo, the patient had pain which led to the restart of the day. During the operation, this same practitioner noticed a connection problem between the catheter and the access port: no necrosis was observed.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 37025159 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in february 2024. Investigation results: we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. However, -this is an isolated incident inside the whole batch. -the retained sample is fully compliant to the requirements. -catheter disconnection is a known complication of the access port implantation. -this is a rare incident (<0.01%), consequently, no corrective action is envisaged for the moment.